Manufacturer narrative:
Product no longer available for return.

Event description:
It was reported the patient received the following results within 10 minutes: 190 mg/dl (system 1) and 90 mg/dl (system 2). It is unknown which meter gave which result or if the same vial/lot of strips were used for each result.